Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. The patient had a previous aaa repair with a tube graft placed in the abdominal aorta so a spinal drain was placed. It was reported that the patient's left leg went flaccid 8 hours post op. The patient regained proximal function by maximizing things with drain but the patient will need intensive rehab. It was noted that the placement of the thoracic graft increased the chances of paralysis. The physician will monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (paralysis). (Unknown cause of event). Conclusions: (unknown cause of event).